Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. Additionally, the instrument was found to have two of the housing snaps broken. The broken pieces were returned, measuring roughly 0.35¿ x 0.05¿ and 0.14¿ x 0.14¿ in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis.